Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that while recharging the implantable neurostimulator (ins), the patient noticed that the recharge quality would go from excellent to good to ¿try again¿ even though they wouldn¿t be moving at all. It was noted that this had been an issue since the patient was implanted on (B)(6) 2019. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.